Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was found that there was no power to the mvs board and the green power led was not lit. The blown fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A nurse from the site, reported that after a procedure was completed, after the imaging system was unplugged, it began to beep and shut down. An attempt was made to restart the imaging system and the mobile view station (mvs) would not turn on. The system was plugged in and the charger lights were scrolling but the imaging system's mvs would still not turn on. There was no patient present when this issue was identified.